Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, it was impossible to rotate the handle. The handle was completely blocked. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.